Manufacturer narrative:
Analysis of programming history.

Event description:
It was reported by the company rep that he noticed on the physician's handheld that the pt had left the office with unintended settings over the weekend due to a faulty system test. It was confirmed that the faulty system test caused the pt's device settings to change and pt left the office with unintended settings. Final interrogation was not performed therefore, the change in device settings was not noticed. Physician was trained and informed that it is important to perform final interrogation test after every system diagnostics test to confirm that the device settings have no changed. Pt also showed an increase in seizures over that weekend due to the change in device settings. Pt's device settings were returned to intended settings at the next office visit.